Manufacturer narrative:
Update: the type of report was updated from being a reportable malfunction to now being a reportable serious injury regarding additional information received. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The pump was returned to the manufacturer for analysis. As per the pump logs provided, the pump administered gablofen with concentration 2000.0 mcg/ml at a dose rate of 800.4 mcg/day as of (B)(6) 2018.

Manufacturer narrative:
Analysis of the pump revealed a motor feedthrough anomaly regarding shorting across the insulator. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen with concentration 2000 mcg/ml at a dose rate of 800 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported that a pump alarm due to elective replacement indicator (eri) occurred. The pump was interrogated on (B)(6) 2018 and it showed eri occurred on (B)(6) 2018 and replace pump by (B)(6) 2018 was noted. Based on implant history and dosing the eri was premature. It was indicated a few months back the eri was 25 months. The hcp was unsure if the patient had been seen after (B)(6) 2018 and before this current date ((B)(6) 2018). It was being considered that this alarm would have been occurring and noted on any programming, and the pump would be audibly alarming. The hcp had not heard the alarm; the alarm regarding eri was not heard but confirmed via telemetry. Replacing the pump and considering premature end of service was reviewed. No patient symptom was reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. The cause of elective replacement indicator (eri) having occurred on (B)(6) 2018 / premature eri was not determined. The cause of the pump alarm regarding eri not having been heard was also undetermined. Regarding actions/interventions taken to resolve the active eri alarm, it was noted that the patient went to the operating room and a revision was performed on (B)(6) 2018. The issue was resolved. The patient¿s weight was provided. Regarding the current status of the device, it was noted that it was supposed to be sent to the manufacturer.